Event description:
The continuous renal replacement therapy (crrt) machine alarmed "self test code=24 due to 24 volt/12 volt". The reteset failed and the machine needed to be changed. Pt's blood was returned manually and then the pt was taken off the crrt machine. The filter and machine were replaced. The patient was started on a new machine.